Manufacturer narrative:
Product event summary: the returned product was retained in storage after the analysis concluded according to storage guidelines the product may be stored off site. If requested, the product may be returned to the patient provided after analysis the product was in a condition that it could be returned to the patient.

Event description:
It was reported that the right atrial (ra) lead dislodged. High thresholds were noted. The lead was explanted and replaced. It was also reported that the implantable pulse generator (ipg) device was intended to be reused, however, the physician noticed that the suture was melted/stuck/adhered to the silicon header. The suture was irremovable. The device was explanted and replaced. No patient complications have been reported as a result of this event.